Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringe plunger rod broke before use. The following information was provided by the initial reporter: "complaint received from our customer regarding the problem of the plunger rod broken. The defective parts claimed to date are 30 out of a total of 600 inspected by the customer. This percentage could confirm the fact that the impacted batch is 9070658 since fewer syringes of this batch were used in the finished product than the other."

Manufacturer narrative:
H.6. Investigation summary: two photos containing a total of three loose 5ml syringes with orange tip caps attached were received and evaluated. It was observed in the photos, the syringes had and an identical broken plunger rod rib. A portion of each rib was missing from the middle of the plunger rod to approximately 0.75" below the thumb rest. The damage was rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9070658 were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine logs indicate broken plunger rods were found around the manufacture time of the batch. A potential root cause for the broken plunger rod defect is associated with the assembly process. It was likely due to worn dial components that allowed a part to get stuck in an assembly dial and damage the parts that followed. Related assembly components were replaced at the time the defect was found. It is possible re-qualification activities did not completely contain the defect and a small portion of defective product ended up packaged with good product. No corrective actions are necessary based on the defective rate identified. Batch 9070658 is considered in compliance with our product specification requirements. H3 other text : see h.10.

Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringe plunger rod broke before use. The following information was provided by the initial reporter: "complaint received from our customer regarding the problem of the plunger rod broken. The defective parts claimed to date are 30 out of a total of 600 inspected by the customer. This percentage could confirm the fact that the impacted batch is 9070658 since fewer syringes of this batch were used in the finished product than the other."